Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak - discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels elevated over a five hr period resulting in a high reading of 275mg/dl. The pod initiated an alarm which the customer could not get to shut off, "so he took it apart." The pod will be returned for eval.